Manufacturer narrative:
(B)(4). Device received with cracked/detached end cap. Unable to perform self-test and displacement test due to cracked/detached end cap. Device had cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was physical damage on the battery compartment back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.